Event description:
Treatment of an aneurysm. It was reported that the pipeline was not fully opened after deployment. Another pipeline was implanted to provide additional distal neck coverage and a balloon was required to open the distal end.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. Model# and lot# of other pipeline involved: model: fa-77475-12, lot: 9430690 - dom: 4/9/2011 - exp: 2/1/2013. (B)(4).